Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result because it did not match the clinical picture of the patient. The patient was on intravenous (IV) fluids. When the discordant result was reported, those IV fluids were discontinued and the patient was administered normal saline. The sample was repeated on an alternate dimension exl instrument and resulted higher. The corrected result was reported to the physician(s). The patient's treatment was then changed from the normal saline to the IV fluids the patient was receiving prior to the discordant result. It is unknown if there were any adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were in range and no results from the sample were questioned except for sodium. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered two faulty pins on the integrated multisensor technology (imt) tower and replaced them. The cse also replaced all imt tubing, the diluent syringe tip, the imt port and valve, and the rotary valve seal. All ports on the rotary valve were cleaned, the tower cable was reseated, and the sample probe to port was aligned. The cse ran a diluent check and tested precision on patient and qc samples, all of which was acceptable. The cause of the discordant sodium result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.